Event description:
It was reported that the customer started to have issues with the keypad on their insulin pump. Customers blood glucose level was reported at 184 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display ramping anomaly was noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and minor scratches on the display screen.